Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached from connector between july - oct. The issue occurred with 10 same type of infusion sets and were used for couple of hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.